Event description:
Bronchospasm with wheeze, cough, and excess mucous production whenever exposed to aerosolized latex glove powder, asthma, occasional hives when wearing latex gloves, especially if powdered.